Event description:
The user alleges they had two "near misses" and one actual event of mixing tuberculin and insulin syringes resulting in the use of a portex tb syringe for insulin injection delivering ten times the insulin dosage to the patient. The patient's blood sugar "dropped out" and the patient was given orange juice and glucagons with no long lasting unwanted effects.